Event description:
Several days post placement of the drainage tube into a long-term drainage pt, the suture string broke and the device migrated from the body. Pt had flushed the catheter at home, but did not detect the migration until the catheter was found outside the body.